Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 400 mg/dl. Troubleshooting was performed. The prime and high pressure tests passed. The customer's mother stated that the customer was experiencing high blood glucose for a month prior to the event, a situation that the customer's doctor attributed to illness and the customer undergoing changes to her body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.